Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of placement of monarc suburethral sling, removal of sling and re-placement with second monarc sling during mesh implantation. It was reported that post implantation the patient experienced pain, incontinenece, dyspareunia and urinary problems.(B)(4).

Manufacturer narrative:
Was reported that following insertion the patient experienced terrible burning and nocturia.

Event description:
It was reported that following insertion the patient experienced terrible burning and nocturia.